Event description:
The advocate stated the customer tested her blood glucose using her breeze2 meter and received a reading of 259 mg/dl. Her glucose was retested using a lab test and that result was 1089 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service attempted to contact the customer or advocate after the initial call to confirm the lab result and see if the customer required medical attention, but were told no one by that name lived there. Control solution had been sent to the customer for further troubleshooting. No product will be returned at this time.